Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that during a surgical procedure for tendon repair, an expired device was implanted in the patient. The issue was noticed upon creation of the billing sheet. Surgeon feels there is no patient harm and has no plans to surgically address the issue. Device was not hospital owned or hospital controlled. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that sonicanchor kit 2.5x10 mm/force fibre #2-0 / c-2 was alleged of 'sterile period expired' could be confirmed, since the device was implanted on the (B)(6) 2018, and the end of sterilization of the reported lot was the (B)(6) 2016. Based on investigation, the root cause was attributed to be user related. The failure was caused by inattention of the sales representative to the expiration date of the device. Following this information, the representative will be informed and actions will be taken locally in order to avoid such events in the future. A review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a surgical procedure for tendon repair, an expired device was implanted in the patient. The issue was noticed upon creation of the billing sheet. Surgeon feels there is no patient harm and has no plans to surgically address the issue. Device was not hospital owned or hospital controlled. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.